Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that arctic sun device was not cooling and failed calibration error 80 (water check time out - unable to reach calibration temperature. Chiller temperature (t4) was 10c and mixing pump command (mpc) was 100 percentage. Functional check verified failed mixing pump.

Event description:
It was reported that arctic sun device was not cooling and failed calibration error 80 (water check time out - unable to reach calibration temperature. Chiller temperature (t4) was 10c and mixing pump command (mpc) was 100 percentage. Functional check verified failed mixing pump.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.